Manufacturer narrative:
Date sent to the FDA: 08/08/2013.additional information: it was reported that the pen was crushed 2 or 3 times because the product was not coming out of the tube.the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and topical adhesive was used. At the end of the procedure, it was noted that a piece of glass had penetrated the pen. The case was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.